Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. The customer administered an insulin injection and delivered a correction bolus to treat the bg. It was reported that an occlusion alarm occurred. The customer reverted to an alternate method of insulin therapy.